Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included obesity. In 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device ("unintended pregnancy / pregnancy (with complications)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), premature labour ("preterm labour"), anxiety ("anxious"), depression ("depressed") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((supracervical hysterectomy (uterus only) - uterus only and essure coils)). Essure was removed on (B)(6) 2018. At the time of the report, the pregnancy with contraceptive device, premature labour, anxiety, depression and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, medical device removal, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: current weight (B)(6). Discrepant information: essure insertion date: (B)(6) 2015 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. New reporters added and reporter information updated. Plaintiff demography added. Product indication updated and ex planted date added. Concomitant conditions and historical drug added. New events added: hair loss, pre term labour and medical device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (on (B)(6) 2002, (B)(6) 2014 and (B)(6) 2017), dysmenorrhea, menstrual flow excessive, pelvic pain female, cesarean section, pelvic adhesions, premenopausal symptoms and menorrhagia. Previously administered products included for an unreported indication: mirena iud from 2008 to 2013 and oral contraceptive. Concurrent conditions included obesity. In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy / pregnancy (with complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature labour ("preterm labour"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, premature labour, anxiety, depression and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, pelvic pain, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: current weight 200 lbs. Discrepant information: essure insertion date: (B)(6) 2015 as per pfs. With 3 coils visualized on the right side and 1 coil visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: mr received: " previously reported event medical device removal replaced with chronic pelvic pain in female". Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain in female'). In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included: multigravida, parity 3 (on (B)(6) 2002, (B)(6) 2014 and (B)(6) 2017), dysmenorrhea, menstrual flow excessive, pelvic pain female, cesarean section, pelvic adhesions, premenopausal symptoms and menorrhagia. Previously administered products, included for an unreported indication: mirena iud from 2008 to 2013 and oral contraceptive. Concurrent conditions included: obesity. In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/pregnancy (with complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature labour ("preterm labour"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, premature labour, anxiety, depression and alopecia outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered alopecia, anxiety, depression, pelvic pain, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: current weight: 200 lbs. Discrepant information: essure insertion date: (B)(6) 2015 as per pfs. With 3 coils visualized on the right side and 1 coil visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 29.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2015, results: total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy (with complications)") and premature labour ("preterm labour") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: mirena iud from 2008 to 2013. Concurrent conditions included obesity. In 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery ((supracervical hysterectomy (uterus only) - uterus only and essure coils)). Essure was removed on (B)(6) 2018. At the time of the report, the pregnancy with contraceptive device, premature labour, anxiety, depression and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, medical device removal, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: current weight 200 lbs. Descrepant information: essure insertion date: (B)(6) 2015 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.